Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock lead impedances of less than 12.5 ohms when a committed shock was delivered. Technical services (ts) was consulted and recommended lead revision. Further information was provided stating that a revision procedure was scheduled. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).